Event description:
It has been reported to co that at the end of the procedure while removing the device from the pt the shaft separated in the pt's artery. The physician inserted three introducer sheaths into the pt's right femoral artery. The physician performed a lengthy intervention procedure. The physician had completed the procedure and attempt to remove on of the introducer sheaths the shaft separated and remsined inside the pt's right femoral artery. The physician performed a "cut down" procedure and used a wire to snare the separated shaft and successfully removed it from the pt. The physician treated the cut down entry location. The pt is reported to be fine.